Manufacturer narrative:
A patient had a ipg communication issue and lost stimulation which was reported to abbott. It was determined the ipg became inoperable and a lead had migrated. As a result, the ipg and lead were explanted and replaced. Therapy was restored. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference# 1627487-2020-31613, 1627487-2020-48466. It was reported the lead migrated and the physician replaced it during the ipg replacement procedure. Effective therapy was restored. Note: it is unknown which lead migrated therefore both are being reported.